Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to do inventory for potassium. A technical support specialist informed the customer that the issue was occurring only for the user role, also notified them that the tss would escalate the case to the appropriate team for reassignment. Tss dialed into the server and ran all device report from the server but was unable to log in to patient encounter system (pes). The customer later confirmed that the issue had been resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to inventory for potassium fm-acutecr. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.